Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed non-sustained right ventricular oversensing (nsrvo) alerts were delivered due to a failure to capture of the atrial lead. Programming changes were implemented. The patient was in stable condition.